Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is ktt. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: dec 15, 2016. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery two (2) cortex screws broke at the screw heads. As a result another perforation and change of direction in the distal medial cortical of the femur had to be made to the implant another screw. The surgery was prolonged 40 minutes due to the reported event. The event also made it difficult to accomplish the planned surgical technique and increased the amount of bleeding in the patient. The patient¿s outcome was stable. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation has shown, that we received five (5) screws. Two (2), were found broken; the three (3) intact screws show slightly traces of use. The two (2) broken screws were broken between screw-head and threaded shaft. There are mechanical damages visible into hexagonal screw-recesses. The broken parts are missing. The manufacturing review, of all received screw, shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate showed no deviations regarding material analysis, strength and structural stability. Because of the damage and without broken part the complaint relevant dimensions cannot be checked for dimensional accuracy. Based on the complaint description it cannot be confirmed how this happened. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm and all broken off fragments were removed. No other medical intervention was required and the procedure was successfully completed. Concomitant medical products: 2x cortex screw (part 214.038 lot l096687); 1x cortex screw (part 214.038 lot l229701).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.